Event description:
Caller reported a malfunction on the pump, but there was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the caller was assisted in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if any future malfunctions occurred.